Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the issue has been solved locally using the correct tools after explanation by an experienced local technician. Based on available information, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported: received pump from clinical engineering who stated that pump is okay to return to pump garage pending complete pm. Full pm has already been completed since incident investigation, but device has not been returned to service. Performing pm to ensure correct performance. Flow rate test failed repeatedly. Performed calibration of flow rate and repeated test. Flow rate has failed 4 times in a row. Pump fails flow rate on upper or lower side of tolerance and when recalibrated it then fails on the opposite side of tolerance window. Values are usually ranging around 23.5 ml or 26.75 ml. Reaching out to fk for advice. 2024-08-13:received email from fk who advised that calibration will be more accurate if performed through calibration menu than calibration setting on test menu. Performed calibration and validated three times that calibration was accurate. All flow rate tests were within 24.95 ml and 25.10 ml.upgraded software to new version 2.2f pm completed using agilia partner version v2r 4.0.3.21072wi-fi configured sql and centerium server checked for connectivity and data download: pass. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.